Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not power on as expected. The device powers on into the configuration mode. There was no patient involvement.